Event description:
The patient was undergoing a medical procedure using a lantern delivery microcatheter (lantern) and a rotating hemostasis valve (rhv). During the procedure, the physician was unable to advance the lantern into the opened rhv and, consequently, kinked the lantern at multiple locations towards the distal end. Therefore, the lantern was removed. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern confirmed multiple kinks on the distal shaft and revealed an ovalization on the distal tip. If the peel-able sheath (supplied by penumbra) is not properly used to protect the distal shaft of the lantern during insertion into a parent device, and the lantern is forcefully gripped or pinched, damage such as an ovalization may occur. This ovalization likely contributed to the difficulty advancing the lantern through the rhv during the procedure. Forceful advancing the device through the rhv likely resulted in the kinks on the distal shaft. During functional testing, the lantern was unable to advance through a demonstration rhv and benchmark due to the ovalization on the distal tip. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.